Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, "intracapsular fluid"

Event description:
Patient reported right capsular contracture grade IV verified by physician via MRI. Device remains implanted. Patient later reported "intracapsular fluid" and cyst confirmed by MRI.